Event description:
The loaner core sumex drill was sent for service and during performance testing at the manufacturer the console displayed a bias current error when the drill was hooked up to it. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The handpiece is a loaner device, therefore the device will be repaired but it will not be returned to the customer.